Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer had an issue with a dialysis catheter. The customer states that the palindrome catheter fell out of patient. The catheter was inserted (B)(6) 2013 and the sutures were removed (B)(6) 2013. The patient was dialyzed without any problems (B)(6) 2013. However, the catheter fell out on (B)(6) 2013 while the patient was resting. There were no signs of infection. A swab culture was sent to the microbiology lab to test for staphylococcus. The results were negative. A new catheter was implanted in the patient on (B)(6) 2013. No patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.